Event description:
The customer reported the visera elite ii video system center front panel malfunctions. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation. During a standard service inspection of the customer returned device, a boot failure was noted due to a distribution board failure. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a boot failure was noted due to distribution board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported phenomenon, ¿when power is turned on, it stops at the olympus logo display scene and does not work properly¿, has been reproduced. It was determined that the patient circuit (dp) board was defective. By incorporating dp boards for equipment, the reported phenomena were resolved, and no abnormality was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.